Manufacturer narrative:
(B)(4) . The problem was confirmed. The root cause was undetermined.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during drain 1 of 4. The baxter technical service representative (tsr) explained the message to the home patient (hp) and had the hp recycle the machine. Se 2367 occurred and they were informed to start over using new supplies. The hp said she became disconnected. They followed the above and the hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver on (B)(6) 2011 and the patient was able to resume therapy after starting over with new supplies. She was not sure how the patient had become disconnected but she said it was down to user error and not any baxter products. Since then the patient has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the home patient's nurse on (B)(6) 2011 in and she had already discussed the alarm with the patient. The patient has been completing therapy successfully since then. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).